Event description:
It was reported that during a two level alif procedure to implant the plate, the plate holder was holding the plate and two position pins were placed on the plate. While the plate holder was being removed, a fragment of the tip broke off. The fragment was removed via suction. No fragment was left inside the pt.

Manufacturer narrative:
(B)(4). Device was not returned to MFR for eval. We are unable to determine the cause of the event.